Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on 25oct2018 that the consumer's right contact lens was bothering her. It was stated that the contact lens was soaked in the alleged contact lens solution for twelve hours, no bubbling was noticed and no multipurpose solution was used before soaking. On tuesday morning (unspecified date), the contact lenses were hazy when taken out of the solution. When the consumer placed the contact lens in her eye, she noted that the contact lenses were hazy but no burning was experienced. It was reported that when she took her contact lenses out, her eyes burned with horrible pain on her right eye (od). The consumer noticed 'blisters around her eyelid' as reported. Due to this reaction, the consumer went to the emergency doctor and indicated that she had burned both of her corneas. And she was prescribed with prednisolone, four times per day. On (B)(6) 2018, a follow up was performed and consumer mentioned that symptoms of soreness and discomfort in her eye were still experienced. Further information was received on (B)(6) 2018 and stated that the consumer's eye sight was improving slowly. Moreover, medical records from the consumer's doctor was received on the same date. It was noted that the event occurred on (B)(6) 2018 on her od. In medical questionnaire form, culture, biopsy or scraping was performed with positive findings. It was noted that the organism found was acanthamoeba- confocal. The presented symptoms were moderate eye redness, watery discharge without anterior chamber reaction, no ulcer, no infiltrates, no staining and no permanent scarring. The clinical diagnosis was acanthamoeba keratitis. Further treatment were prescribed as follows: chlorhexidine 0.02% ophthalmic solution, hourly and tobramycin 0.3%, every two hours while awake. Also, there was no specified value for best corrected visual acuity (bcva) prior the symptoms but consumer's bcva after the symptoms was 20/40. As per medical record, the consumer's eye condition has resolved. However, a follow up was done on (B)(6) 2018 and stated that her eye was getting better each day without a confirmation that her eye has fully recovered. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. A comprehensive review was performed including review of the mbrs, complaint history, incoming component inspection results, in process and finished product testing, retention testing, formulation stability data and environmental/utility sample data. The review shows that the manufacturing processes were in a state of control. Based on this investigation, this lot continues to be acceptable. No further action or evaluation is warranted at this time. Device code 3191- damaged to contact lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). The manufacturer internal reference number is: (B)(4).